Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿bolus port was unresponsive¿ was confirmed. The investigation revealed that the mainboard was damaged. Visual inspection found the downstream occlusion (dso) seal was degraded. The mainboard and dso seal were replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿bolus port was unresponsive¿. During device evaluation it was found the downstream occlusion seal was degraded. The event occurred during testing.